Event description:
Ff/emt's responded to a person in cardiac arrest in a residence. The pt was moved to the floor, the device powered on and then connected to the pt with disposable defibrillation/ECG electrodes. The device began an analysis but, according to the reporter, alarmed motion and would not analyze the pt's rhythm. Connections were checked, power cycled to the device but twice more, according to the reporter, after rhythm analysis began the device alarmed motion and would not analyze the pt's rhythm. The als resuce unit arrived within a minute or so after the AED arrived and within a manual defibrillator took over the scene. The pt was diagnosed in asystole and was not resuscitated. The reporter indicated the pt's death was not caused or contributed to by the alleged device malfunction because the pt was not viable.